Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Event description:
Additional information received that this lead has and will continue to be monitored with no planned intervention. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated if additional information becomes available.